Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector was loosed on the lem (link electronic module) printed circuit board assembly. Analysis also found the lower case was worn, the latch tabs on the power cord bay were broken, rear display cover was worn, rightgrill shield was damaged, overlay screen was cracked, and the 25 speed button on the keypad chart recorder was worn. Floppy disk drive could not read data from the disk during reconfiguration; floppy disk drive found out of electrical specification. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.